Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow-up report will be submitted. Initial reporter phone number: (B)(6).

Event description:
The customer reported inaccurate values. No consequences or impact to patient were reported.

Event description:
The customer reported inaccurate values. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing.  During simulation testing, the sensor passed manual and preset conditions and provided accurate measurements. The sensor was determined to be functioning as designed.  , other, other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).